Event description:
It was reported that far field r-wave (ffrw) was occurring all the time on the lead. An attempt was made to program specific settings, but the ffrw prohibited the programming. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).